Event description:
A patient reportedly slipped and hurt their neck and tailbone which was the reason they needed the pump implanted. The pump reportedly malfunctioned, overdosed the patient, and the patient became an vegetable. The patient's pump was intended to infuse an unknown drug. This story had reportedly been relayed by the niece of another patient who worked with workers compensation for a hotel. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).